Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had air bubbles in their reservoir. Customer stated the air bubbles were small in size. The customer stated they have tried four infusion sets, but the air bubbles persisted. Customer's blood glucose was 15 mmol/l. The reservoir will not be returned for analysis.